Event description:
It was reported that the left ventricular lead had high thresholds. During the lead revision, the guidewire was unable to pass down the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that all conductors were distorted. Blood/body fluid was present on all conductors (not obstructed). There was apparent damage at implant.